Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous iliac artery. A f/g, sterling, mr, 7.0 x 40/135 (4f) balloon catheter ruptured at 10 atm on the initial inflation. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.